Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
No sound coming from the device. The user went to bed on (B)(6) 2025 evening, everything was fine. The morning after, the device was not working. No sound was heard from the samba audio processor (ap). It was initially thought that the ap had a failure. Therefore, ap upgrade was ordered and fitted, however, this did not solve the problem. At samba 2 fitting, the old samba was also tested and seemed to be working properly. Re-implantation suggested for consideration.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of bifilar wires. The problems given in the recipient report seem to be congruent with the damage found.

Event description:
The user had no longer benefit with the device. The user has been reimplanted.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has no benefit with the device. External components were exchanged, but with no improvement. During troubleshooting, no sound could be heard by the user at any frequency even at maximum stimulation level unless pressure was applied to the transition. The user will be re-implanted.